Event description:
A facility reported that the mayfield composite series skull clamp (a3059) had multiple slips with posterior cervicles and believes that worn teeth are the possible source of the problem. No patient injury or significant surgical delay has been reported. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate any slippage. When the clamp was properly positioned and put under pressure, it did not move. However, the unit was received with some wear on the teeth of the clamp and an up and down movement in the lock. As a result, the clamp base will be replaced, the unit will be refreshed and all worn components will be replaced with new parts. Root cause - the complaint is not confirmed as slippage could not be duplicated. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.